Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure in catheterization laboratory, the device misfired and caused a lot of bleeding to the patient.